Event description:
It was reported that during surgery, the device gets warm and is noisy as though the bearings are getting worn. It is unknown whether there was a back up available and no delay or patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product failed functional testing with hand piece sensor fault. Cause of sensor fault is a defective hall board. It appears that the hall board could have been electrically damaged by corrosion due to incomplete potting on hall board. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.